Event description:
Healthcare professional reported right side small volume peri-implant fluid. Healthcare professional also reported small cysts throughout the breast the largest measuring up to 7 x 6mm which are not device related. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: -cyst: unable to observe since it is not related to the device. -seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
E1. Zip code continued: (B)(6) . E1. Phone number continued: (B)(6) . E1. Fax number continued: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, cyst-ndr.

Event description:
Healthcare professional reported right side small volume peri-implant fluid. Healthcare professional also reported small cysts throughout the breast the largest measuring up to 7 x 6mm which are not device related. Device has been explanted.